Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
(B)(6) nurse of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this the locking lever has come loose. The product then has parted into two parts. There was no delay because of this and a replacement was available. The surgery was successfully completed.